Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc found failure in the electrical board inside the subject device. Sorc confirmed that the subject device was before counter measured by changing the operational amplifier circuit design of the electrical board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. Six years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there is the possibility that the reported phenomenon was attributed to the electrical board with old design.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, no endoscopic image was displayed on the monitor when olympus 180 series endoscope was connected to this device. Other detailed information was not provided. There was no report of patient injury associated with the event.